Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg is not connecting to external device. Reportedly, the patient had an MRI mode and the ipg was sent into MRI mode. Troubleshooting may take place at a later date to address the issue.

Manufacturer narrative:
Date of evet is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information received indicates that the ipg is just not connecting to external devices. Further troubleshooting is pending. Based on the new information received, the ipg is not stuck in MRI mode.

Manufacturer narrative:
Date of event is estimated. Based on the new information, this event is not related to unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
Additional information received indicates that the ipg is inoperable following an MRI scan outside the recommended parameter setting. As such, surgical intervention may take place at a later date to address the issue.